Manufacturer narrative:
The subject device was received and evaluated. Device evaluation and inspection, service repair noted the following findings: probe unit pink rubber deep cut observed. Furthermore, leakages observed on forceps passage, balloon channel and cracked causing leakage on c-body was noted. The customer leak issue was confirmed. Additionally, image check found two (2) broken elements and buckle noted in insertion tube. Play on control knob observed. Evaluation findings, service repair noted failures found on the device due to physical damage. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer sent repair request via service order (so) 22089747 reported with an issue of "internal leak". The issue found during an unknown event. There was no patient harm , no user injury reported due to the event. Device evaluation found deep cut on the device probe unit pink rubber.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the deep cut that was found on the device probe unit (pink rubber). A definitive root cause for this issue was not established. However, it is probable that issue occurred because the device was mishandled or subjected to stress forces. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU), which state the following: ¿3.2 inspection of the endoscope. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ olympus will continue to monitor field performance for this device.